Event description:
It was reported that a pt developed an infection at the generator site and would need to have the device removed. Originally, the physician indicated that the device was protruding (not broken through the skin) due to the pt's small size and the device would be replaced with a smaller model to avoid the potential for an infection to occur, however, later it was revealed by another physician that the pt had developed an infection and would need to have the device removed until the infection cleared. No specifics were provided on the type of infection and good faith attempts to obtain this and additional information have been unsuccessful to date. Device history records for the lead and generator were reviewed and sterility prior to shipment was confirmed. According to the surgeon removing the device, both the lead and generator were removed to allow the infection to heal properly so the pt could be implanted at a later date. The explanted lead and generator were discarded in the or and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.